Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter was reading inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient was unable to state when the alleged inaccuracy had occurred but they mentioned that they had obtained a blood glucose reading of "170mg/dl" with the subject meter and a result of "120mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that as a result of the alleged high subject meter result they took an increased dosage of insulin (exact dosage unspecified). The patient stated that they developed symptoms of "restless, stomach ache and reduced vision", symptoms which they associated with low blood glucose, an unknown period of time after the alleged inaccuracy issue started occurring. In response to these symptoms the patient stated that they self-treated by taking glucose tablets and/or gel. No medical intervention was required as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient's products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.